Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during basal therapy. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Additionally, the customer reported an inaccurate fill estimate. Reportedly, the cartridge was filled with a little over 500 units of insulin. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was in target range (118-130 mg/dl).